Event description:
On (B)(6) 2025, a patient (pt) in japan reported ¿I developed iritis and am currently unable to wear contact lenses. I underwent surgery at the hospital for 3 consecutive months.¿ the pt reported, ¿as for the iritis, I do not think it is due to the lens.¿ the pt has been using ¿acuvue comfortably for many years.¿ the pt reported wearing acuvue® oasys max 1-day multifocal brand contact lenses (cls). The pt refused to provide any additional information. It is unknown if the ¿surgery¿ was related to pt¿s cls wear or the reported ¿iritis¿ event. No further information was provided. No additional information is expected. It is unknown which eye was affected. This iritis event is being reported as a worst-case as we were unable to verify the pt¿s diagnosis and treatment. The date of event will be reported as (B)(6) 2025 as the exact event date was not provided. The suspect lot number is unknown. No additional evaluation can be conducted. It is unknown if the suspect cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed, as appropriate.